Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report possible broken sensor wire on (B)(6) 2014. Patient claimed that sensor wire was "sticking out of their right thigh." Patient inserted sensor in thigh which is not an approved site. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.